Event description:
During preparation for use for cardiopulmonary bypass, the roller pump did not display any indication of activity, and a burning smell was observed. The roller pump was replaced. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun.